Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there were four vf episodes noted, caused by noise on the rv lead. The patient declined lead extraction, so the lead was capped and a new rv lead was implanted.